Event description:
The tip of the rod snapped during assembly.

Manufacturer narrative:
The device associated to the complaint was returned for analysis. The DHR analysis performed did not reveal any anomalies that could be related to the issue reported on the complaint. A complaint search into the complaints database was performed, 2 other similar complaints were reported for the affected product and lot combination. Based on the information received and the investigation performed, the root cause could not be determined with certainty. Product wear could have contributed to the reported incident. The issue will be monitored through post market surveillance reviews as per sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation is ongoing. Depuy synthes will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.